Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 38 mg/dl, 195 mg/dl, and 325 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.